Event description:
It was reported that the patient had a change in stimulation. The patient last felt stimulation and recharged on (B)(6) 2012 and on (B)(6) 2012 or (B)(6) 2012. The implantable neurostimulator (ins) was hit against a truck and the patient had not felt stimulation since. X-rays did not show any apparent damage. Three physician mode recharges (pmr) were attempted, but were unsuccessful. It was also reported that the recharging frequency did not match the patient's settings. The patient was able to demonstrate effective recharging, and the cause of the event was not determined. The battery was to be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011-10-21, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).